Manufacturer narrative:
(B)(4). Method: the complaint rt340 adult dual heated evaqua breathing circuit was returned to fph in (B)(4) and was visually inspected. Results: visual inspection revealed the evaqua expiratory limb sustained a hole about 8 cm from the patient end connector. A lot check was not performed as lot information was not provided. Conclusion: based on the inspection conducted, the subject evaqua expiratory limb appeared to have been punctured with a blunt object. All rt340 breathing circuits are visually inspected and pressure tested for leaks before releasing for distribution. Any breathing circuit which fails any of these tests is discarded. In addition, tube weighing and bond strength testing are performed every (B)(4). If any faults are detected the whole batch is placed on hold for investigation. This suggests that the subject breathing circuit was damaged after it was released for distribution. (B)(4). The user instructions that accompany the rt340 adult dual heated evaqua breathing circuit state the following: "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." "Set appropriate ventilator alarms". "Fit only the supplied fisher & paykel healthcare circuit hanger with care to avoid circuit damage."

Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare (fph) field representative that a leak was observed in the evaqua expiratory limb of an rt340 adult dual heated evaqua breathing circuit after five days of use. No patient consequence was reported.